Manufacturer narrative:
Additional information received indicate that surgeon suspects the cause as drug compliance and diabetes and no alcon products were noted to be cause or to have contributed to the endophthalmitis. Hence no further reports will be scheduled under 2028159-2024-00719. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after intraocular lens implantation surgery in the left eye, the patient experienced endophthalmitis. The patient presented with cloudy vision, fuzzy blood spots and increased intraocular pressure (iop) post operatively . An anterior chamber (ac) tap was performed to relieve iop. Current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).